Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the reported complaint. The pneumatic block and motor capacitor were replaced as a precautionary measure. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination from device misuse. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a resmed. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).